Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("uncontrolled and prolonged menstrual periods/ abundant menstrual bleedings") and back pain ("lumbago/ chronic lumbago") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), arthralgia ("joints pain, knuckles pain"), migraine ("migraines"), inflammation ("inflammation of abdomen") and pain in extremity ("leg and arms pain"). The patient was treated with tramadol, paracetamol, surgery (essure and both fallopian tube were removed) and surgery. Essure was removed in (B)(6) 2016. At the time of the report, the menorrhagia, arthralgia, inflammation and pain in extremity had resolved and the back pain and migraine outcome was unknown. The reporter considered arthralgia, back pain, inflammation, menorrhagia, migraine and pain in extremity to be related to essure. The reporter commented: she had to go to different specialists. Essure was removed and both fallopian tube were removed as well in (B)(6) 2016. When they were removed, everything was okay as no inflammation and essure was in situ. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-may-2017 for the following meddra preferred terms: menorrhagia. The analysis in the global safety database revealed 389 cases. Back pain. The analysis in the global safety database revealed 272 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confi rmthis complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore, no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced uncontrolled and prolonged menstrual periods/ abundant menstrual bleedings and lumbago/ chronic lumbago. She took remedial therapy. Essure and both fallopian tubes were removed. These events are listed in the reference safety information for essure. Menses pattern changes and pain may occur with essure therapy. In this case, no alternative explanation was given. Based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed and a device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in (B)(6) on 15-sep-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 for permanent contraceptive. Consumer experienced uncontrolled and prolonged menstrual periods/ abundant menstrual bleedings, lumbago/ chronic lumbago, joints pain, migraines, inflammation of abdomen, arms pain, knuckles pain, and leg pain. The consumer was treated with tramadol (tramadol) and paracetamol (paracetamol). She had to go to different specialists. Essure was removed and both fallopian tube were removed as well in (B)(6) 2016. When they were removed, everything was okay as no inflammation and essure was in situ. It causes too much problems to healthy woman that besides to ruin their life, you can lose part of your organs. She recovered from uncontrolled and prolonged menstrual periods/ abundant menstrual bleedings, joints pain, inflammation of abdomen, arms pain, and knuckles pain. The relationship between uncontrolled and prolonged menstrual periods/ abundant menstrual bleedings, lumbago/ chronic lumbago, joints pain, migraines, inflammation of abdomen, arms pain, knuckles pain, and leg pain and essure is related. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced uncontrolled and prolonged menstrual periods/ abundant menstrual bleedings and lumbago/ chronic lumbago. She took remedial therapy. Essure and both fallopian tubes were removed. These events are listed in the reference safety information for essure. Menses pattern changes and pain may occur with essure therapy. In this case, no alternative explanation was given. Based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed and a device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought.